Event description:
It was reported by the customer that after insertion, it was impossible to remove the spring wire guide (swg), so the catheter and the swg were removed together. A new cv-12853 was successfully placed in the patient. The customer states it caused a septic and iatrogenic risk increase due to the procedure was delayed.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.